Manufacturer narrative:
Limited donor/patient information was provided at this time. The customers contracted technician was scheduled to evaluate the device and perform any necessary repairs.

Event description:
On (B)(6) 2018 haemonetics was notified of an adverse reaction which had occurred during a plasma donation procedure, utilizing the mcs®+ mobile collection system. The plasma collection procedure was discontinued, donor experienced symptoms of a hypocalcemic episode. The amount of plasma collected by the mcs®+ mobile collection system was unknown. The donor made a full recovery after procedure stopped.